Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal irritation, sore throat, excess mucus. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged that the device is noisy and has a burning/smoke/electrical odor. Patient's symptoms include nasal/throat irritation or soreness and excess mucus. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection, the manufacture observed an unknown white, brown, and black (inconsistent with degraded sound abatement foam) dust-like contamination at the air inlet. Unknown black (inconsistent with degraded sound abatement foam) hairs/fibers at the top enclosure near the sd card accessory port, dust-like contamination and hairs/fibers at the top enclosure near the modem accessory port. Unknown brown and white dust-like contamination and hairs/fibers inside of the iso (international organization for standardization) port. Unknown brown residue on the front panel. Potential water spots on the bottom of the blower motor, indicating potential water ingress. Unknown light dust-like contamination and unknown brown residue on the blower motor seal. Potential water spots inside of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed that there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the it and manufacturer was unable to address the patient's symptoms. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.